Event description:
A report was received that a patient had a pocket revision, due to discomfort with the pocket placement. The pocket site was moved to a more comfortable position. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.